Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The pump's delivery was within specification. However, the device failed downstream occlusion (dso) testing. The dso sensor will be replaced to fix the issue.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode, requires calibration. There was unknown patient involvement, and no patient harm/adverse event reported.